Manufacturer narrative:
Corrected data: d9, h3 h3 device not returned.

Event description:
The user facility reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.